Event description:
The customer reported a falsely decreased sodium result generated on the architect c16000 analyzer on a patient. Results provided: sid (B)(6) = 115.7 mmol/l, another architect = 136.6 / 137.7 mmol/l (normal range: 136-145 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier complete sid (B)(6).

Manufacturer narrative:
A review of tickets determined that there was no other complaint activity for ict sodium (ln 03l77-01) results. Trending review determined no trends for falsely decreased results for the product. Return testing was not completed as returns were not available. The architect systems operations manual addresses sample results observed problems for erratic results. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the clinical chemistry platforms tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation, no systemic issue or deficiency for the architect c16000, sn# (B)(6) was identified.